Manufacturer narrative:
Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted an icl implantable collamer lens, and the lens was observed as having a high vault. The lens remained implanted. Additional information has been requested but none has been forthcoming.